Manufacturer narrative:
Additional information: d10, h3, h6. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. The reported event of oversensing was not confirmed. Electrical and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found which is consistent with procedural damage.

Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room after receiving inappropriate therapy. The device was interrogated and episodes of far-field p-wave oversensing were noted on the device. X-ray imaging was performed and confirmed dislodgement of the right ventricular (rv) lead. The device and rv lead were explanted and replaced. The patient was stable and will continue to be monitored. Related manufacturer report number: 2938836-2020-06506.